Event description:
Pressed orange button, insertion needle fired and retracted, sensor would not release from applicator. Side release catches would not allow sensor to detach from applicator. Tried tapping the applicator in multiple locations to no success. Popped sensor lose from applicator with butter knife. However portion of sensor with transmitter contacts remained attached to applicator and would not release. FDA safety report ID# (B)(4).